Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections b5, e2, e3, g2, h3, h4, h6, and h11 were updated. Based on the results of the investigation, the definitive root cause of the cracked protective cover of the power switch and torn plastic cover could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event was observed during preparation for a diagnostic procedure. The procedure was completed without delay with a different device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the maintenance unit exhibited power switch with cracked protective cover and torn plastic cover. There were no reports of patient involvement.